Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted for premature depletion. It had been implanted 2.6 years. It will be returned for analysis.